Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) synchronization function was not engaged during a six week follow up evaluation. Troubleshooting was performed, however, the patient was evaluated in the emergency room and the device was deactivated until further evaluation was performed. Later on, the patient was reevaluated to reactivate the pacing/synchronization function. During testing, the patient experienced high heart rates and felt pre syncopal. No additional adverse patient effects were reported. At this time, this device remains in service.